Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 29-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 236 mcg/day) via an implantable infusion pump. It was reported that upon disconnecting the existing the catheter from the pump during surgery for expected end of life replacement, no spontaneous retrograde flow of cerebrospinal fluid (csf). An incision was made at the spinal site and the catheter was cut below the anchor. A new 8784 pump segment was spliced onto the existing spinal segment. It was noted that the device would be returned for analysis.